Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had low blood glucose but not hospitalized. Customer's blood glucose at time of incident was unknown. The customer was treated with food. The customer reported via phone call indicating that she was hospitalized due to high blood glucose. Customer's blood glucose at time of incidents was 480 mg/dl. The customer was treated with the pump. Customer was emergency room as a result of high blood glucose. Customer's blood glucose at time of admission was 600 mg/dl and was admitted in hospital. Customer cause of hospitalization was diabetic ketoacidosis. Customer treated with insulin and stays in the hospital for 3 to 4 days. Customer was wearing the pump at time of hospitalization. Customer had a stroke, blood clot, infection and went into diabetic ketoacidosis while she was in the hospital for a stroke.